Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment of a broken dial; the upper case of the device was broken around the menu encoder. It was also noted that both display wires were pinched, however the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that a dial on the front of the external pulse generator was broken. The external pulse generator has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.